Event description:
Implanted an ld lead and during the procedure, they used a 6 french bsc polaris ep and dissected the coronary sinus; there was no adverse event the case was aborted. Plugged the device lv port and going back for a scheduled procedure at a different date. The dissection was minor, it did not required intervention. There was no other adverse effect.

Manufacturer narrative:
Adverse event was the dissection coronary sinus that prevented the implant of the lv port, so the case had to be aborted. Patient was fine at end of case. There was no report of device malfunction. The device was already disposed by the hospital on aware date. Follow up attempt to retrieve lot and upn information was unsuccessful. Vessel dissection is an inherent risk to procedure involving catheters and guidewires. No follow up information on the patient is available. Disposed by hospital.